Event description:
During catheter removal, the end of the catheter could not be removed. The catheter was flushed and pulled and heat was applied with no success it was reported that 1/2" of the catheter remained in the pt. The pt was sent to o.r. For removal.